Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned; however, a photograph was provided for evaluation. Photographic inspection showed no defects related to the reported problem. A retained sample was visually inspected and gravity tested with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the ¿chamber¿. The set leaked an unknown chemo drug during the priming of the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.